Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that an erbe error c-34 occurred. The tse guided the site to power cycle the erbe, but there was no change. The tse inquired about possible electromagnetic interference, to which the user responded that there might be interference. The procedure was completed as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the vio integrated electrosurgical generator unit (iesu) due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was confirmed via system logs showing repeated c-34 errors, along with multiple other error patterns over time. Failure analysis replicated the event, with the unit presenting c-34/c-00 errors on startup and additional c-00 errors in logs. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following information: the issue was discovered during the procedure. The procedure was completed robotically with another generator. Patient demographics were provided.